Manufacturer narrative:
D10: lioli lot# fck1702. Claim# (B)(4).

Manufacturer narrative:
Work order search: one similar complaint was found within associated lots. Claim# (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vticm513.2 implantable collamer lens of a -7.0/1.5/087 (sphere/cylinder/axis) tore/broke during loading while advancing on (B)(6) 2023. The lens was not implanted. On (B)(6) 2023, a replacement lens was implanted into the patient's left eye (os). Cause of the event was the device. Reportedly, "cartridge/injector defective," and "see (B)(4) - both primary and b/u lenses for os were destroyed by defective injector/cartridge. A 3rd lens was ordered & implanted (B)(6) 2023."